Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, the patient was experiencing skin overgrowth around the abutment. The abutment was replaced with a longer abutment under a general anaesthetic on (B)(6) 2019. The implant remains in-situ.